Event description:
A surgeon reported the lens flipped during an intraocular lens (iol) implant procedure and remains upside down in the sulcus. An additional surgery was scheduled for the following day for an unknown retinal procedure. The surgeon was considering flipping the lens back into position during this procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).